Manufacturer narrative:
The reported issue that there was bubbling of some form or actual delamination of the keypad was not confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed for the material number cad_8015 as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported there was bubbling of some form or actual delamination of the keypad. The devices need repair. There was no report of patient involvement. The customer later reported that pcus that have been repaired appear to come back with the same issue.